Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the internal power loss capacitor failed. It intermittently will not last long enough to change the battery. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Upper case, heart block, battery drawer, battery drawer o-ring, and heart wire contacts are contaminated. Lower case and one bail cover are broken. Lead flex cover is corroded. Four case screws are the incorrect screw.